Event description:
It was reported that there was a problem with the device settings during use. The procedure was completed using a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection of the returned controller only had minor scratches on the cover. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended.